Event description:
The patient underwent placement of biventricular ICD in may of 2011. He recently received an inappropriate shock and was determined to have ICD lead fracture. This was a st. Jude durata electrode. The patient was admitted for ICD lead replacement; his ICD generator also had battery depletion. Notes from the operative report of (B)(6) 2015: "we dissected the durata lead down to near its insertion site in the subclavian vein. This lead had been fractured and resulted in an inappropriate shock to the patient. Fluoroscopic examination suggested a fracture of the insulation at the level of the clavicle." Md notes "it became necessary to remove both his atrial and fractured durata electrodes in order to gain IV access." The patient underwent laser lead extraction of both these leads. "Postoperatively, the patient did well without complications. His device was checked by the company representative prior to hospital discharge and showed maintenance of implanting pacing and sensing parameters in all leads."